Event description:
Pt with metastatic cancer underwent palliative radiofrequency ablation of metastatic tumor to right supra-acetabular pelvis for pain relief. The next day, there was a decrease in the motor function of the right leg, -he could move the leg side to side, but was not able to flex, extend or lift. There was a 10 cm x 1 cm crescent shaped burn to the left lateral thigh. There were no blistering or raised areas. The ablation site was not red, swollen or bruised, it looked fine. The patient had undergone a total right hip replacement in 2008. In early 2009. A pt experienced burns after radiofrequency bone ablation here in late 2008 - see report w/ pt mj submitted just prior to this report. After the first patient event, the radiofrequency ablator was removed from service, pending testing. A second generator was brought in for use, and used for this patient. The intelliflow infusion pump was the same device for both patients. Grounding pads not available to me.